Manufacturer narrative:
(B)(4). The complaint is regarding 6 bladder catheters, nelaton-robinson with p/n 220500 where customer reported that catheter shaft leaked - devices were tested prior to use and all 6 catheters showed a leakage. The actual 6 devices were returned for investigation. A leak test according to the effective work instruction for the tightness test between funnel and tube was performed on all 6 samples. The functional test confirmed a leak in each of the 6 samples. The leak occurs between the catheter tube and the funnel. In addition, a review for the production data for lot 18/28/212 was performed. 6,550 catheters were glued by the funnel-gluing-machine no. 4. The performed in-process control which also included a leak test revealed no deviations during the production of the claimed lot. Based on the investigation, the supplier confirmed the reported issue for the 6 actual samples. A nc has been opened by the supplier, but not clear cause for this failure could be determined. The reported failure between funnel and catheter tube occurs sporadically and this is an inconvenience for the user but no risk for the user. During the in-process control, the connection is tested at 1 bar pressure and no deviation was reported for this lot. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter shaft leaked. Devices were tested prior to use and all 6 catheters showed a leakage.